Event description:
It was reported that the patient was experiencing a heating sensation at the ipg site while charging the device. Patient has to charge in stages and requires frequent charging. As such, surgical intervention is anticipated at a later date. No further information available.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
A patient experiencing heating at the ipg site was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention during which the ipg was explanted and replaced.